Event description:
During the procedure, the amplifier had a packet error that was unable to be resolved and the procedure was cancelled. After using utility to clear errors, the packet error displayed and no signals were noted from the amplifier. The system and media converter were restarted and the fiber cable was replaced with no resolution. There were no adverse consequences to the patient due to the cancellation.

Event description:
During the procedure, the amplifier had a packet error that was unable to be resolved and the procedure was cancelled. After using utility to clear errors, the packet error displayed and no signals were noted from the amplifier. The system and media converter were restarted and the fiber cable was replaced with no resolution and the procedure was rescheduled. There were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
The reported complaint of packet error could not be confirmed. Based on the information provided to abbott and the evaluation performed, communication test was run for several hours and no interrupted or drop in communication was observed. No packet error message was observed. A basic signal acquisition/quality test which included the surface ECG, baseline, amplitude and stimulus switching were performed and confirmed that the returned amplifier performed within the factory specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.